Manufacturer narrative:
Device evaluation of charger sn (B)(4) was completed. The reported problem (battery charger problem) could not be duplicated. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the defective charger.

Event description:
A us distributor reported that a patient's battery charger was not functioning.